Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: coronal area") and pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included drug allergy, metrorrhagia and post coital bleeding. Concomitant products included cilest (ortho tri-cyclen) and norethisterone (micronor). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and migraine ("migraines / headaches,"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), dysmenorrhoea ("dysmenorrhea(cramping)") and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, headache, hypersensitivity, menstrual disorder, dysgeusia, depression, anxiety and migraine outcome was unknown, the pelvic pain, dysmenorrhoea and arthralgia had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered alopecia, anxiety, arthralgia, depression, device dislocation, dysgeusia, dysmenorrhoea, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. (B)(6) 2015: hysterosalpingogram: successful bilateral fallopian tube occlusion devices in place otherwise, unremarkable transvaginal pelvic and ovarian doppler ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2018: pfs received. Following event: joint pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: coronal area") and pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included drug allergy, metrorrhagia and post coital bleeding. Concomitant products included cilest (ortho tri-cyclen) and norethisterone (micronor). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, headache, hypersensitivity, menstrual disorder, dysgeusia, depression, anxiety and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered alopecia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. (B)(6) 2015:hysterosalpingogram: successful bilateral fallopian tube occlusion devices in place otherwise, unremarkable transvaginal pelvic and ovarian doppler ultrasound. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal, menorrhagia, depression, mental anguish, device dislocation, dysmenorrhea are added. Lot number & lab data updated. Historical , concomitant drugs conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: coronal area") and pelvic pain ("severe pelvic pain") in a 32-year-old female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and parity 3. Concurrent conditions included drug allergy, metrorrhagia and post coital bleeding. Concomitant products included cilest (ortho tri-cyclen) and norethisterone (micronor). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (bilateral salpingectomy) . Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, headache, hypersensitivity, menstrual disorder, dysgeusia, depression, anxiety and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea was resolving. The reporter considered alopecia, anxiety, depression, device dislocation, dysgeusia, dysmenorrhoea, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. On (B)(6) 2015: hysterosalpingogram: successful bilateral fallopian tube occlusion. Devices in place otherwise, unremarkable transvaginal pelvic and ovarian doppler ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: coronal area') and pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included drug allergy, metrorrhagia and post coital bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (motrin) and norethisterone (micronor). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and arthralgia ("joint pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), allergic reaction ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), dysmenorrhoea ("dysmenorrhea(cramping)") and allergic reaction nos ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, headache, allergic reaction, menstrual disorder, dysgeusia, depression, anxiety and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, arthralgia and allergic reaction nos had resolved. The reporter considered allergic reaction, alopecia, anxiety, arthralgia, depression, device dislocation, dysgeusia, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and allergic reaction nos to be related to essure. The reporter commented: treatment was received for pain, abnormal bleeding, and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: successful bilateral fallopian tube occlusion devices in place otherwise, unremarkable transvaginal pelvic and ovarian doppler ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event allergic reaction added. Outcome of events vaginal hemorrhage and menorrhagia was updated to recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: coronal area') and pelvic pain ('severe pelvic pain') in a 32-year-old female patient who had essure (batch no. C35237) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and parity 3. Concurrent conditions included drug allergy, metrorrhagia and post coital bleeding. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen), ibuprofen (motrin) and norethisterone (micronor). In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), migraine ("migraines / headaches,") and arthralgia ("joint pain"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced alopecia ("alopecia"), allergic reaction ("allergic reaction"), menstrual disorder ("menstruation issues"), dysgeusia ("parageusia"), dysmenorrhoea ("dysmenorrhea(cramping)") and allergic reaction nos ("allergic reaction"). The patient was treated with surgery (bilateral salpingectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, alopecia, headache, allergic reaction, menstrual disorder, dysgeusia, depression, anxiety and migraine outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, arthralgia and allergic reaction nos had resolved. The reporter considered allergic reaction, alopecia, anxiety, arthralgia, depression, device dislocation, dysgeusia, dysmenorrhoea, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and allergic reaction nos to be related to essure. The reporter commented: treatment was received for pain, abnormal bleeding, and migration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: successful bilateral fallopian tube occlusion devices in place otherwise, unremarkable transvaginal pelvic and ovarian doppler ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("alopecia"), headache ("headaches"), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and dysgeusia ("parageusia"). The patient was treated with surgery (underwent removal of the device due to complications from the essure device). Essure was removed. At the time of the report, the pelvic pain, alopecia, headache, hypersensitivity, menstrual disorder and dysgeusia outcome was unknown. The reporter considered alopecia, dysgeusia, headache, hypersensitivity, menstrual disorder and pelvic pain to be related to essure. Company causality comment incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.